Event description:
It was reported that during preventative maintenance, the cardiosave intra aortic balloon pump (iabp) was turning on slowly and showing safety disk replacement is due. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b4, d5, g2, h6 (component codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect impact codes).

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) was turning on very slowly and error message no trigger help available for initial setup. There was no patient involved.

Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11. Corrected field b5 d10 e2 e3 e4 h6 medical device problem code. Due to character limit in e1 initial reporter name is (B)(6). A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that during the preventative maintenance visit the fse replaced multiple parts as routine including the tidal volume disk 9v battery o ring and safety disk. The power up error code 53 was resolved by replacing the pcb front end board. The product passed all functional and safety tests before being returned to normal use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was turning on very slowly and error message no trigger help available for initial setup. There was no patient harm reported.